Event description:
It was reported the tlc75 was used during a esophagectomy. It was reported by the affiliate the firing knob stopped in the middle of firing. A new instrument was used to complete the case. There was no consequence to the pt.